Event description:
It was reported that the patient presented to the emergency room due to hypoxia. The patient went into cardiac arrest and chest compressions were initiated. During the chest compressions the patient went asystolic. Pacing resumed during the second round of chest compressions. It was noted that the atrial leadless pacemaker (lp) exhibited noise. It was suspected that the right ventricular leadless pacemaker oversensed the noise on the atrial lp and inhibited pacing. No intervention was performed. The patient will continue to be monitored. The patient recovered and was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Correction - b5 - should have included that the patient needed to be resuscitated with paddles.

Event description:
It was reported that the patient presented to the emergency room due to hypoxia. The patient went into cardiac arrest and chest compressions were initiated. During the chest compressions the patient went asystolic and needed to be resuscitated with paddles. Pacing resumed during the second round of chest compressions. It was noted that the atrial leadless pacemaker (lp) exhibited noise. It was suspected that the right ventricular leadless pacemaker oversensed the noise on the atrial lp and inhibited pacing. No intervention was performed. The patient will continue to be monitored. The patient recovered and was stable.